Event description:
Information was received from a patient (pt) implantable neurostimulator. Pt reported after they drove for almost an hour and 15 mins, pt said when got to the parking lot 'the unit did something' and their foot jumped off the brake that made them put on the gas pedal and 'wound up hitting a building'. Pt said the issue started saturday. Pt stated all of a sudden everything went haywire they tried to shut their unit off because they felt a jolt or shock on their leg pt also mentioned they stayed up for almost 4 o'clock in the morning until the ins is depleted. Pt also mentioned they are having a terrible back pain on the lower back right on their 'right butt cheek' where their unit is located and they were 'so sore'. Pt said they also tried to call their rep on saturday 4 times but didn't got a response. They even tried calling their doctors office and was provided a nurse but also couldn't help them because they don't know something about the device. Patient mentioned their implant was for their right foot. They had five nerves that were cut and agent had difficulty hearing or understanding the patient but they may have mentioned something along the lines of extracted from the 'forearm' or 'dars' unit. Patient mentioned it was for themself and that they jolted and struck one forward. Agent reviewed information about the unexpected changes in stimulation. . Agent redirected pt to their hcp but pt said the doctor will have to set up appointment and they need a rep right away. Agent sent an email for supervisor request and for rep request.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.